Event description:
It was reported that the two days after implant, hospital technicians noted pauses that were longer than the programmed lower rate interval. Additionally, the patient had a stored atrial high rate episode with what appeared to be either a pause of a missing ventricular marker. T-wave oversensing or loss of capture may also be occurring. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.